Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of catheter malposition was inconclusive because the location of the indwelling catheter could not be determined during evaluation of the sample. The product returned for evaluation was one 4fr d/l provena powerpicc solo catheter. Light usage residues were observed throughout the sample and needleless injection caps were attached to both luer adapters. Curved shape memory was observed near the molded joint. Tactile inspection of the sample did not reveal any evidence of device kinking/sharp bending. Microscopic inspection of the sample did not reveal any evidence of sharp kinking/bending. No device damage or deformity was observed during evaluation of the returned sample; however, the condition of the indwelling catheter could not be assessed. Consequently this complaint is inconclusive at this time. H3 other text: evaluation findings are in section h11.

Event description:
It was reported by healthcare professional "PICC placement (4fr dl solo) coiled in her upper arm from the insertion site. The pt. Started to c/o pain at the insertion site and her PICC stopped functioning within an hour of placement. The 3cg read tip by the two trained rn's. Once I ordered a cxr/with addendum to include PICC arm to visualize PICC, it was evident that the PICC was coiled approx. 4 cm above insertion and the tip was in the upper svc."

Event description:
It was reported by healthcare professional "PICC placement (4fr dl solo) coiled in her upper arm from the insertion site. The pt. Started to c/o pain at the insertion site and her PICC stopped functioning within an hour of placement. The 3cg read tip by the two trained rn's. Once I ordered a cxr/with addendum to include PICC arm to visualize PICC, it was evident that the PICC was coiled approx. 4 cm above insertion and the tip was in the upper svc"

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.